Event description:
It was reported that during a vena cava filter placement procedure, the head end of the metal was allegedly bent and deformed during the process of implantation. It was further reported that the metal bend at the dilator tip of the kit was damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: additional information was received and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the head end of the metal was allegedly bent and deformed during the process of implantation. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter placement procedure, the head end of the metal was allegedly bent and deformed during the process of implantation. It was further reported that the metal bend at the dilator tip of the kit was damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was returned for evaluation. During visual evaluation, the sample appeared to have residue throughout. Slight deformation was noted on the distal tip of the dilator returned, no anomalies on the distal end of the introducer sheath. The touhy-borst adapter and filter storage tube arrived loaded together. The filter was received within the filter storage tube. On functional testing, the dilator was offloaded from the introducer sheath for further evaluation and was successful. The loaded touhy-borst adapter and filter storage tube were offloaded from each other for further evaluation. An attempt to deploy the loaded filter in the filter storage tube with the received pusher catheter was performed and was successful. Small resistance was felt during attempt. Filter deployed successfully. Filter limbs were present, and two legs were noted to be crossed. Two electronic photos were provided and reviewed. The first photo shows the filter deployed with all limbs present. No specific anomalies noted. The second photo shows the filter within the filter storage tube which is connected to the y connector. The femoral pusher catheter is also seen with storage tube. The filter is seen in the caudal (jugular) orientation; it is unknown if the filter was reinserted into the storage tube by the user. Therefore, the investigation is unconfirmed for the reported filter deformation as there was no damage seen to the filter. However, the investigation is confirmed for the identified deformation due to compressive stress as deformation was noted on the distal tip of the dilator. A definitive root cause for the reported material deformation and identified deformation due to compressive stress could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.